Event description:
Enduser advised rubber is coming off of anti tip wheels causing him to feel the unevenness when going up an incline, no injury, enduser could not provide any further information. (1 of 2).